Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to bent cannula. The infusion set has been in use for one day and was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.